Event description:
Reference report #: (B)(4).

Manufacturer narrative:
The device was not returned to numed for evaluation. A sample device was pulled and tested for rated burst pressure. The labeled rbp for this size catheter is 2.0 atm. The sample catheter was tested and did not rupture until 3.5 atm, which is well above the labeled rbp. A specified in the maude report from the facility, this device was being used off label for aortic valvuloplasty. The tyshak ii catheter is only indicated for pulmonary valvuloplasty.